Event description:
It was reported to resmed that an astral 150 device displayed safety system failure leading to ventilation cessation and subsequent decrease in the patient's oxygen saturation. The patient was removed from the device and placed on a replacement device.

Manufacturer narrative:
The device was returned to a third party service center for evaluation. During evaluation of the device, review of the device data logs revealed an error message, sf140, related to alarm priority. The display of the device was red. Resmed has requested for the device to be returned so that an engineering investigation can be performed. Resmed reference: (B)(4).